Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H.11. Additional narrative: during complaint investigation it was determined that the device evaluation required an update. Investigational summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: usage: use error/misuse. Labeling: illegible etch. Visual: deformed/bent. Broken (2+ pieces) : chipped/shaved/delaminated. Visual: scratched/nicked - other. Damages caused by customer. Outer tube damaged, distal tip: distal tip damaged. Optical system, optical components: distal cover glass/negative damaged scratches/residue. Cracked/broken negative. Cosmetic issue: scratches/dents. Per service report, this complaint was confirmed. The faulty parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Based on the investigation findings, the potential root cause is traced to user error. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: - other damages caused by customer - outer tube damaged, distal tip distal tip damaged - optical system, optical components distal cover glass/negative damaged scratches/residue cracked/broken negative - cosmetic issue scratches/dents - engraving/identification datamatrix code level a visual : scratched/nicked, labeling : illegible etch , usage : use error/misuse, visual : deformed/bent, broken (2+ pieces) : chipped/shaved/delaminated per service reports, this complaint was confirmed. The defective parts need to be replaced to resolve the issues. Based on the investigation findings, the potential root cause is traced to user error. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the 4k c-mnt scp,4.0,30,167,mitek scope device was broken. It was reported that there was an unspecified delay in the procedure due to the event. Another device was used to complete the procedure. During in-house engineering evaluation it was determined that the device was broken into two pieces. There were no adverse consequences to the patient. No additional information could be provided.